Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. The physician suspected that the rv lead experienced a micro-dislodgement. Hence, this rv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.